Event description:
It was reported that the patient developed an infection. The leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.